Event description:
Information was received indicating that a smiths medical cadd-legacy® pca pump alarmed "no disposable, clamp tubing." The patient reported that the cassette was properly inserted and was working well when attached to the backup pump. There were no reported adverse effects.